Event description:
It was reported that there were three line blocked alarms. The infusion set was changed out. Glucose was in the low 200's but is now starting to come down. Since the patient replaced their infusion site, they did not have any additional line blocked alarms. The outcome of the event is resolved.

Manufacturer narrative:
No lot number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.